Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in severely tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed with no balloon pieces remained in the patient's body. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in severely tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed with no balloon pieces remained in the patient's body. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated to rated burst pressure and deflate with no issue. Product analysis could not confirm the reported burst, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances cannot be replicated. There were no damages or irregularities present to the device.